Manufacturer narrative:
The device was returned and analyzed and no anomalies were found. Concomitant medical products: 5592-45 lead, implanted (B)(6) 2008; 694758 lead, implanted (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) system was removed due to erosion of the skin. No further patient complications have been reported as a result of this event.